Event description:
Lead repositioned and still in. Add'l info from pt indicated she continues to experience pain from lead and her quality of life is compromised. Dissatisfied with type of lead implanted. Allegedly developed pericarditis from perforation.